Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient submitted a claim via the (B)(6) injuries board claiming that she had bilateral implants in (B)(6) 2009 and revision surgery in (B)(6) 2013 and (B)(6) 2014. This relates to the (B)(6) 2013 revision.